Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call reservoir occlusion. Customer's blood glucose level was 400 mg/dl. Customer advised they are getting a no delivery alarm on the insulin pump. Customer advised they changed the set and it resolved the issue, however the no delivery alarms occurred a few days after and resulted in high blood glucose levels. Troubleshooting for the no delivery alarm was performed. Customer advised they want to return the set and the reservoir for analysis. Customer advised the alarm did not occur during manual prime. Customer was unable to troubleshoot at the time of the call. Customer was advised that they would be sent out replacement infusion sets and reservoirs.